Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable pacemaker was found in safety mode. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable pacemaker was found in safety mode. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.